Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found at home unresponsive. He was admitted to the hospital and his responsiveness never improved. A head CT revealed a large bleed in the patient''s brain that was deemed inoperable. The patient subsequently expired on (B)(6) 2015 due to the intracerebral hemorrhage.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation as the pump was not explanted and not returned to the manufacturer for evaluation. The instructions for use lists bleeding, stroke, and death as adverse events associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 months.it was reported that the pump would not be returning for evaluation as the pump was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.